Event description:
The manufacturer became aware of an allegation by a user that while on his continuous positive airway pressure (CPAP) device he inhaled water in his lungs. The user was sleeping on the floor with his CPAP device. The user was taken to the hospital and discharged the next day. The user no longer has the device which was picked up by the dme due to non-compliance. No serial number for the device was provided. Multiple attempts were made to contact the dme for the return of the device for evaluation. No product is returning. There was no serious harm or injury.

Manufacturer narrative:
The durable medical equipment (dme) provided additional information for the serial number for the base device. There was also a heated humidifier in use, but no serial number was provided. The dme stated the patient has a history of congestive heart failure (chf) and cardiomyopathy, and had reported an episode of chf with hospitalization prior to being set up on the device. The device was tested by the dme and there were no operational issues noted. The patient was reportedly non-complaint with this therapy and no payments were received, so the dme retained it and provided it to another patient. There was no serious or permanent injury, and no information that the device caused or contributed to the reported event. Based on the information available, the manufacturer concludes no further action is required.